Event description:
The physician performed a percutaneous endoscopic gastrostomy to change the patient's feeding tube from a 24 french tube to a wilson-cook 24 french balloon replacement gastric feeding tube. Fifteen days after the new feeding tube was placed, the physician noted bleeding from a gastric ulcer located at the opposite site of the feeding tube tip. The physician immediately performed endoscopic intervention to stop the bleeding by beriplasty. However, rebleeding occurred. Then, transcatheter arterial embolization was performed. When an angiography was performed, bleeding was observed. Selective transcatheter arterial embolization with use of medical-grade adhesive (histoacryl and lipiodol mixture) was performed. At this time, the bleeding was under control. However, the patient expired due to multi organ failure from preexisting massive bleeding and transfusion.